Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2011 after use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR 1225714-2014-03630 and 1225714-2014-03631.